Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the disposable needle would not fire when prompted. The user site reports that the brevera disposable needle was fully tested and armed, and no alarms were displayed on the system; however, when the needle was in the pre-fire position, it would not fire when prompted. It is reported that the system was rebooted and a new needle was installed, allowing the user to complete the patient procedure. However, the user reports that while troubleshooting the issue, the patient remained in compression, became stressed and had a vasovagal episode. The user reports that the patient required attention from the medical assistant at the user site. No further information is currently available.